Manufacturer narrative:
The additional proglide devices referenced are being filed under separate medwatch report numbers. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that suture placement with a proglide device was attempted in the calcified right common femoral artery via 6fr sheath using the preclose technique prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, when attempting to place the sutures of the proglide device the artery tore and the proglide device was removed. An attempt to place three additional proglide devices was unsuccessful as hemostasis was not achieved. A femostop and manual artery compression were used to repair the artery and achieve hemostasis. The tavi procedure was aborted and not completed. There was no reported adverse patient sequela. There was a reported clinically significant delay in the entire procedure. No additional information was provided.